Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Product investigation laboratory initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Zero errors logged. Product investigation laboratory was able to get care orchestrator information from device. Missing 2 door panels. Slight dust-like contamination and hairs/fibers at the air outlet port and in the bottom enclosure. Dust-like contamination and tiny hairs/fibers at the air inlet of the blower box. Slight dust-like contamination and hairs/fibers inside the blower box. Blower motor had slight dust-like contamination on it and on the blower seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water ingress. Blower box had potential mineral deposit stains in it, indicating potential water ingress. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. In box d: device third party, device avail for eval, date returned has been updated. In box h: device evaluated by mfg, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.